Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/20/2025, a sales representative reported via (B)(4) that an ar-9560-24-2 arthrex® univers revers¿ modular glenoid system modular baseplate was defective. This occurred in a reverse total shoulder arthroplasty procedure on (B)(6) 2025. The case was completed by opening a new baseplate and central screw (9560-24-2 and 9561-30s). Additional information was provided via phone on (B)(6) 2025 where the sales representative stated when putting the baseplate together with the screw and trying to put it on the inserter it was not catching. I t appeared not to be threaded after examining the device. There was a less than 5-minute delay during this procedure.

Event description:
Additional information was provided by the sales representative via email that the allegation was noticed during step 8a from the reverse mgs technique guide.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. One unpackaged ar-9560-24-2, arthrex® univers revers¿ modular glenoid system modulas baseplate 24 mm +2 lat, batch number 15400885, was received for investigation. Visual inspection noted that the device had an ar-9561-30s stuck to it. Additionally, the center hole was noted to have a smooth surface. Per drawing c14373 rev 4, the center hole must be threaded. This is a known manufacturing issue addressed through a non-conformance. Refer to investigation photos. The complaint allegation is confirmed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9560-24-2, arthrex® univers revers¿ modular glenoid system modulas baseplate 24 mm +2 lat, batch number 15400885, was received for investigation. Visual inspection noted that the device had an ar-9561-30s stuck to it. Additionally, the center hole was noted to have a smooth surface. Per drawing (B)(4) rev 4, the center hole must be threaded. This is a known manufacturing issue. Refer to ncr-3082. The complaint allegation is confirmed.